Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value on (B)(6) 2024 and being taken by the paramedics to the emergency room at around 11am. There was no loss of consciousness. The low was treated with glucose. Customer claimed that the pump continued to deliver basal insulin even when he had low blood sugar and auto corrections even when he was low. Troubleshooting was done. Per customer, smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hypoglycemia, hypoglycemia, loss of consciousness treated with glucose/carb intake, ems/ambulance/ER visit, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Cust believes the pump is over delivering. Cust was able to upload to carelink. No further patient complications were reported. Product return status for mmt-1886 is unknown. Updated summary: customer reported having a low blood glucose value on (B)(6) 2024 and being taken by the paramedics to the emergency room at around 11am. There was no loss of consciousness. The low was treated with glucose. Customer claimed that the pump continued to deliver basal insulin even when he had low blood sugar (auto corrections even when he was low). Troubleshooting was done. Customer no longer alleged over delivery by the end of the call. Per customer, smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.